Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported hospitalization due to diabetes ketoacidosis. The customer was nauseated, vomiting, fruity breath and urination. The blood glucose reading was over 500 mg/dl. Customer was admitted to ICU. Hospital treated with IV drip and saline. Nothing further reported.